Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto mapping system, lasso catheter. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that a total of 502 consecutive patients with drug-refractory atrial fibrillation who underwent their first radiofrequency catheter ablation between april 2011 and february 2014. Among them, 2 patients suffered pericardial tamponades which were resolved using surgical drainage. Title: ¿association of scn10a polymorphisms with the recurrence of atrial fibrillation after catheter ablation in a chinese han population¿. The purpose of this study was to determine whether rs6795970 polymorphisms are associated with af recurrence after catheter ablation. Suspect device is navistar thermocool catheter, however catalog and lot number are unknown. This adverse event is assessed as life threatening and is to be considered serious and MDR reportable.